Event description:
The manufacturer received information alleging a ventilator's active exhalation control module failed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Physical damage to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.